Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reported that the locking plate mechanism failed to function during a pre-test of the device. The device was exchanged. No adverse patient consequence were reported.